Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. Csi ID: (B)(4).

Event description:
During a coronary atherectomy procedure using a csi diamondback orbital atherectomy device (oad), a perforation occurred. The target lesion was located in the posterior tibial artery (pt). The lesion was treated with multiple passes of the oad on low speed with fluoroscopy performed every two to three passes. The proximal pt was then treated with an additional pass on medium speed. The viperwire guide wire was then noted to be kinked outside of the patient, which made maneuvering of the oad difficult. Priming was performed and a leak was noted at the location of the kink. An attempt was made to remove the oad while maintaining wire position, however this was unable to be completed as the oad driveshaft was also kinked. The oad and guide wire were removed together and the microcatheter and workhorse guide wire were advanced down the vessel. The wire met resistance and required multiple attempts to advance through the vessel. Imaging was performed and a perforation was noted. Per the physician, it is unknown when the perforation took place. Wire access was achieved and the perforation was resolved. The patient remained in stable condition throughout the procedure.